Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were having problems with the device and wanted to talk to someone regarding it. Patient stated they had a follow up appointment on january 2nd with their healthcare provider (hcp) and manufacturer representative (rep). Patient mentioned they talked to rep at the doctor's office and the rep was able to adjust the device which helped the patient's symptoms. Patient reported having at least 50% of relief in their symptoms with still some fecal incontinence issues. Patient reported since that day sometimes they can feel the signals that the device was giving stimulation to their body and sometimes they cannot feel it. Patient also stated sometimes they feel thepulsing and throbbing of the device in their pelvic area of it and sometimes it goes all the way down to their toes. Patient noted that when they have adjusted the device before it made their toes curl so they adjusted it to a lesser frequency. Agent reviewed stimulation expectations with the patient. Guided patient to discuss with healthcare provider (hcp) medical concerns. Patient mentioned did not wanting to adjust the therapy to not affect the relief and that their hcp was aware of their current situation with the therapy and their body. Patient has a follow up appointment in 2 weeks with hcp.